Event description:
Info received indicates the valve was removed due to aortic insufficiency related to extensive pannus overgrowth. The valve was replaced with no additional consequence reported for the pt.